Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found damaged and torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod between 4 and 24 hours. As treatment for hyperglycemia, a manual injection of insulin was delivered.